Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event for device malfunction was added). This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 17-nov-2017 from a physician. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and later after unknown latency had swelling, pain and redness at injection site, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (batch/lot number: 7rsl021; dose, indication, expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling, pain and redness at the injection site. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-nov-2017. Global ptc number was added. An additional event of device malfunction was added. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced injection site swelling, pain and redness. A temporal relationship cannot be concluded with the product administration since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.